Event description:
A report of a pt having difficulty charging was received. It was determined by the physician that the pt's implant was tilted inwards which resulted in difficulty charging the battery. A pocket revision was recommended by the physician.